Manufacturer narrative:
Summary of evaluation one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The visual inspection found no defects. The customer reported that the patient's pad was put into lower leg but upside of the leg seemed like having redness. The patient's pad was thrown by the end user said it¿s a single use. Patient was suspected to having a burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the user said that the patient's pad was put into lower leg but upside of the leg seemed like having redness. The patient's pad was thrown away by the end user. Patient was suspected to have a burn.